Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the customer experienced a blood glucose (bg) level below 50 mg/dl after delivering a miscalculated amount of insulin. Carbohydrates was consumed to treat bg level. Reportedly, the customer had manual injections for insulin therapy.